Manufacturer narrative:
Investigation summary: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported finding from this box some that will not allow the dose dial to move up or down on her lilly kwik pen. Informed caller proper placement of the non patient end to pen. Provided lillys phone number to inform of this issue lot # 3038612 catalog# 320550 date of event unknown sample status discard (B)(6).

Manufacturer narrative:
H3 other text : device not available.